Event description:
Further information was received, which indicated the implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the battery of the device was "decreasing" with suspected premature recommended replacement time (rrt). The device remains in use and the device is scheduled to be checked in a couple months. No patient complications have been reported as a result of this event.